Event description:
The dealer reported that the trapeze mounting bracket on an unknown bed had a wing nut that was broken. This issue could cause product instability which may prevent the user from receiving support.